Manufacturer narrative:
Qn#(B)(4). Medwatch report # 2300460000-2023-8003.

Event description:
Per the medwatch report, "I was in at the nurse's station when I heard my patient's iabp alarm. When I arrived in his room, the screen on the iabp console went white then black and then restarted the screen without restarting the actual iabp. I restarted the iabp, and the console again went blank and stopped the iabp. At this point I pulled the backup iabp into the room to switch the console over as it was providing critical cardiac support to the patient while he is waiting for cardiac transplant. The error seemed like either a loose internal wire or possibly a software issue. This is the fourth time this has happened with this device. Device has been repaired between each event." Additional information states that there was no harm to the patient.

Manufacturer narrative:
Qn# (B)(4). Medwatch report #(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Per the medwatch report, "I was in at the nurse's station when I heard my patient's iabp alarm. When I arrived in his room, the screen on the iabp console went white then black and then restarted the screen without restarting the actual iabp. I restarted the iabp, and the console again went blank and stopped the iabp. At this point I pulled the backup iabp into the room to switch the console over as it was providing critical cardiac support to the patient while he is waiting for cardiac transplant. The error seemed like either a loose internal wire or possibly a software issue. This is the fourth time this has happened with this device. Device has been repaired between each event." Additional information states that there was no harm to the patient.